Manufacturer narrative:
(B)(4). The product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition with greater than two seconds of asystole, high thresholds, loss of capture and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was observed under fluoroscopy. Additionally, the device exhibited premature battery depletion (pbd). The patient also experienced syncope that was determined to be unrelated to the device. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.